Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of intermittent controller fault alarms was confirmed. The provided log file, as well as a log file extracted from the returned system controller (serial number (B)(6)) during testing collectively contained data spanning approximately ~58 minutes ((B)(6) 2023, 22:29 ¿ 23:19 per timestamp and (B)(6) 2023, 12:38 ¿ 12:46 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. Controller fault alarms correlating to one of the controller¿s signal converters were intermittently observed throughout the data, and no other notable events were observed. The returned system controller was functionally tested, and intermittent controller fault alarms were reproduced; the alarm did not affect the controller's ability to support the system. The controller was opened, an integrated circuit (ic) component within the signal converting circuitry was found to be damaged and not outputting the appropriate signal. The ic was replaced with a new component, resolving the alarms. The controller was further functionally tested, and the controller fully performed as intended after this replacement. The root cause of the reported event was determined to have be the damaged component on the controller¿s main pcb; however, the root cause of the component damage was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including controller fault alarms. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the controller fault alarm was going on and off every few seconds. The system controller was exchanged.